Manufacturer narrative:
This submission is for the 4q18 asr serious injury events for endosseous dental implants under asr exemption # 1997021.this report summarizes 4244 serious injury events.1025 events were due to loss of osseointegration (device problem code: 2408).1820 events were due to the device failing to osseointegrate (device problem code: 1863).in 933 events, there was no known device problem reported (device problem code: 2993).365 events involved fracture of the device or a component (device problem code: 1260).21 events involved an improper or incorrect procedure or method (device problem code: 2017).in 16 events, the device was malpositioned (device problem code: 2616).58 events involved a failure to separate of a device or a component (device problem code: 2547).in 924 events, a positioning failure was reported (device problem code: 1158).in 13 events, it was reported that a device or a device component was cracked (device problem code: 1135).in 64 events, there were issues reported with a screw component (device problem code: 568).in 108 events, there were issues reported with a mount component (device problem code: 887).in 1 event, there were issues reported with a screw tapper component (device problem code: 3103).in 15 events, it was reported that the device was difficult to insert (device problem code: 1316).6 events were due to material deformation (device problem code: 2976).1 event was due to the device material being twisted or bent (device problem code: 2981).in 1 event it was reported that a device component was difficult to remove (device problem code: 1528).in 2 events there was a mechanical problem identified (device problem code: 1384).4 events were due to migration or expulsion of the device (device problem code: 1395).2 events had insufficient information (device problem code: 3190).2 events were due to a device handling problem (device problem code: 3265).1 event was due to a mechanical jam (device problem code: 2983).1 event was due to contamination during use (device problem code: 1120).in 3756 events, there was no device problem found during evaluation (evaluation results code: 213).in 357 events, a fracture of a device or device component was found during evaluation (evaluation results code: 3252).in 330 events, a stress problem was identified during evaluation (evaluation results code: 3243).in 129 events, an operational problem was identified (evaluation results code: 114).in 36 events, a friction problem was identified (evaluation results code: 3253).in 10 events, a deformation problem was found during evaluation (evaluation results code: 3211).in 40 events, there are no findings available because the device was not returned for evaluation (evaluation results code: 3221).in 3 events, a non-functional defect was found during evaluation (evaluation results code: 3222)

Event description:
This report summarizes <noe> 4244 </noe> reported events. This submission is for the 4q18 asr serious injury events for endosseous dental implants. This report summarizes 4244 serious injury events where patients' experienced endosseous dental implant failure. Of these events there were: 208 events where erosion occurred. 6 events where tissue damage occurred. 659 events where inflammation occurred. 639 events where infection occurred. 355 events where patients' experienced osteolysis. 4 events where patients' experienced sinus perforation. 35 events where patients' experienced pain. 3 event where a patient experienced swelling. 1 event where the nerve proximity was not otherwise specified. 1 event where wound dehiscence occurred. 3 events where patients' experienced fistula. 3 events where patients' experienced hypersensitivity. 1 event where a patient possibly swallowed the implant (foreign body in patient). 1 event where a patient experienced discomfort. 1 event where a patient experienced impaired healing.